Event description:
The user facility reported that the end of a guidewire broke off in the pt during use and could not be retrieved via catheterization. The pt's condition is reported to be "fine". Upon follow-up communication, the user facility reported that surgical retrieval is being considered, but no procedure has been scheduled, as of this date.